Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a no image during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the reported event was caused by a power-up failure of the device. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.